Event description:
During treatment with bovine collagen, the needle completely separated from the syringe. Neither patient nor practitioner were injured. The procedure was completed with a backup syringe. This event is being reported because of the potential for injury should the event recur.